Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), they aware of the death of a patient with an edwards 26mm sapien 3 ultra valve. Approximately 3 years and 9 months post tavr the patient presented at the hospital with shortness of breath (sob) and heart failure symptoms. A tee was performed, and the sapien 3 ultra valve was found to be stenotic. The patient was admitted to the hospital with plans to perform a CT scan and possible perform thv in thv tavr. During the patient's admission, the patient became acutely unresponsive. A stroke alert was called. While attempting to perform a CT scan of their head, the patient coded and died. Imagery review was performed that revealed thickened leaflets and motion restricted in patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections b7, g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed, thickened leaflets and a video that was sent showed 'leaflets are hypomobile, especially the anterior and lateral leaflets.' The complaints for leaflet thickened/halt, leaflet motion restricted-in patient, and stenosis were confirmed based on provided medical records and imagery review. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 9 months post tavr the patient presented at the hospital with shortness of breath (sob) and heart failure symptoms. A tee was performed, and the sapien 3 ultra valve was found to be stenotic' imagery review was performed that revealed thickened leaflets and motion restricted in patient' per medical record review, the tee showed restricted valve leaflet motion consistent with severe prosthetic aortic stenosis.' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of hyperlipidemia and diabetes. Hyperlipidemia and diabetes are known factors that may increase the risk of valve calcification, leading to thickened leaflets. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. In this case, patient had thickened leaflets, which could impact the proper functionality/coaptation of the leaflet, resulting in restricted leaflet motion as observed in imagery review. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis (ava 0.3cm2 in this case) as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), they aware of the death of a patient with an edwards 26mm sapien 3 ultra valve. Approximately 3 years and 9 months post tavr the patient presented at the hospital with shortness of breath (sob) and heart failure symptoms. A tee was performed, and the sapien 3 ultra valve was found to be stenotic. The patient was admitted to the hospital with plans to perform a CT scan and possible perform thv in thv tavr. During the patient's admission, the patient became acutely unresponsive. A stroke alert was called. While attempting to perform a CT scan of their head, the patient coded and died. Imagery review was performed that revealed thickened leaflets and motion restricted in patient. Medical records were received and reviewed. Per medical record review, the tee showed restricted valve leaflet motion consistent with severe prosthetic aortic stenosis. The records noted that the patient was pending a CT to evaluate potential valve in valve redo procedure. The following day, the patient with increased work of breathing. Code blue was called due to worsening mentation. The team performed emergently intubated and transferred the patient to ICU. The patient had hypotension requiring IV medication. While at CT for CT head and neck for neurology consultation, the patient coded again. No rosc. Patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review, sections g6, h2, b5 and b7 have been updated/corrected. Investigation is still ongoing.